Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported sporadic image failures on the system during surgery involving an olympus video system center. The procedure was completed with the same device. There was no patient injury reported.